Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Moisture damage was found on the electronic assembly and motor during visual inspection. Device was monitored and did not heat up. Device heating up not confirmed. Pump received with corroded battery tube and battery tube spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a black display when he went to swimming. The customer¿s blood glucose level was unknown customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that the insulin pump was over heated. The customer did notice water inside the battery compartment and dried it out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.